Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - inner flesh of lip [lip haemorrhage], brush head captured inner flesh of lip [lip injury], pain - inner flesh of lip [lip pain], lower brush head broke away from the unit [device breakage]. Consumer e-mailed stating that the lower brush head broke away from the unit. No serious injury was reported.